Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that liquid cannot be stopped even after closing the clamp. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.